Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging the following issues with her one touch ultra: the pt reported blood glucose results of "450, 420, and hi" on her meter, which she felt were inaccurate high. The pt also reported a control solution test result of "331 mg/dl" that fell above the control solution range of "100-125 mg/dl." The pt tests 8-10 times per day and is on an insulin pump (sliding scale based on meter readings). The pt uses the reported meter as a backup meter. Two days earlier around 8am (a few hrs after breakfast), the pt obtained a "hi" meter reading and then took 8 units of unspecified insulin based on the meter reading. She claimed that she felt a "little" thirsty at the time of the test but admitted that she is not aware of her high blood glucose levels as much as her low blood glucose levels. Later the same day, she did not eat lunch due to the high meter reading she obtained earlier in the morning. Around 12:30pm, she rested on her meter, obtained the "451 mg/dl," and then took six units of unspecified insulin. She was questioning if her insulin pump was working so she changed her insulin pump site and retested thirty mins later: she obtained "420 mg/dl" on her meter. "Shortly" after testing on her meter, the pt reported "bottomed out." Her coworker immediately contacted the emergency services (ems) who arrived around 1pm. The pt a "20 mg/dl" on the ems's meter and was treated with IV glucose. After the IV treatment, her blood glucose went up to "200 mg/dl" on the ems's meter. When she got home from work that day, she ran the control solution test, which failed above the control solution range. The customer care advocate (cca) noted that the meter was correctly set to "mg/dl," approved samples were used, and the correct testing/cleaning techniques were used. However, the cca discovered that the pt was using expired test strips and control solution, which can contribute to inaccurate meter readings. Although expired test strips and control solution were used (use errors), this complaint is being reported because the pt alleged she became hypoglycemic after basing her insulin dosages on her meter readings. The meter, test strips, and control solution were replaced.